Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a clogged cylinder due to a foreign material. There were no reports of patient involvement.

Manufacturer narrative:
Updated: h3, h4, h6, h11. Corrected: b5, e1, e2, e3, g3. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported insufficient water flow to clean lens issue could not be reproduced and a root cause of the issue could not be determined. The device was found to meet specifications. The issue may be detected by following the instructions for use sections below: inspection of the air-feeding function. Inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the surface of the objective lens had poor water contact. The lens surface cannot be cleaned. Distal tip spray is not clearing the camera.